Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 21.6, 11.5, and 13.8 mmol/l. Tests were done within 10 minutes with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.